Event description:
It was observed that during the device evaluation, the subject device exhibited connection rattled and optical axis was misaligned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the connection became unstable due to wear of the output connector. Additionally, misalignment of the optical axis likely contributed to the dark image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.